Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for a possible fracture as evidenced by inappropriate therapies, oversensing, noise on the electrogram, intermittent high pacing impedance, and an elevated sensing integrity counter (sic) count. The patient's implantable cardioverter defibrillator (ICD)'s explanted and replaced for elective replacement indicator (eri), and long charge times leading to a charge circuit inactive. It was noted that the patient had been lost to follow-up. No further patient complications have been reported as a result of this event.